Event description:
This lead dislodged and was explanted. The pt ended up getting a single chamber device so this lead was not replaced. There were no adverse pt events reported. The hospital retained the device. Should additional information be received, this file will be updated.